Event description:
The target lesion in the left anterior descending (lad) coronary artery of an unstable pt was pre-treated with rotational atherectomy. A 3.0mm diamter x 18mm length ave gfx stent was inserted and deployed at the tartet lesion site in the lad. The stent was deployed at 14 atms of pressure, which exceeds "rated" burst pressure of 8 atms, and the balloon burst within the stent. It is not known how many times the delivery balloon was inflated within the stent before it burst. Resistance was felt by the physician during removal of the stent delivery balloon from the stent due to the "burst" condition of the balloon and it was noted that a portion of the balloon material remained within the left main coronary artery. The balloon material was successfully snared from the left main, however, a dissection was present that extended into the circumflex coronary artery. The dissection was treated with the placement of another manufacturer's stent into the left main and percutaneous transluminal coronary angioplasty of the circumflex, successfully. Due to the lengthy procedure and the instability of the pt, the pt's condition began to deteriorate and the prognosis "did not look good". The current condition of the pt is not known and the user facility has not released any further info.